Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool confirmed pump error 25 and power loss alarms were triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. No unexpected failed battery alarms, power loss alarms, replace battery now alarms, or low battery alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and a minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had did not receive a low battery alert prior to the replace battery and power error alarm. Customer's blood glucose value was 73 mg/dl and 309 mg/dl, blood glucose was 150 mg/dl at the time of the incident. Customer stated that the battery cap was damaged the customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer will return device for analysis.